Manufacturer narrative:
The product was returned and investigated. Visual inspection was performed on the reader and no issues were observed. Performed analysis of glucose value graph and the alarms observed coincided with high/low glucose limits. The issue was not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm and sensor error issues were reported with the adc device. A customer reported encountering a loss signal alarm and as a result, the customer was unable to obtain sensor readings. The customer felt groggy due to "low glucose" and the customer was provided orange juice by their spouse for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.